Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fibers were wet with indication of blood exposure; the fibers were streaked with blood residue and coagulated blood was present between both screw flanges and potting cut surfaces. However, there was no visible coagulated blood within the dialysate compartment or on the circumference of the fiber bundle. Additionally, no cracks, damage, or irregularities noted to the complaint device. The polyurethane material remained intact and inspection of all molded components did not indicate any defects that would have caused improper mating between parts. The dialyzer was subjected to laboratory leak tests; no internal or external leaks noted during this testing. Submersion of the fiber bundle in a water bath could not isolate any source for an internal leak. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination of the fiber bundle did not reveal any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, and/or kinked, looped, or short fibers. There were no visual separations on the potting cut surface and there were no displaced or stray fibers away from the fiber bundle. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling and material controls were within specification. The process controls noted a variance of the temperature parameter for the polyurethane potting process; the temperature parameter was found to be out of specification. It was noted that the pre-potting thermolator heat exchanger had stopped working. The heat exchanger was replaced and all discrepant dialyzers were discarded. The lot passed all release criteria. The investigation into the cause of the reported problem was not able to confirm the failure mode. Submersion of the fiber bundle in a water bath could not isolate any source for an internal leak. Additionally, analysis of the complaint device did not identify any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer unit. However, once a dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. Therefore, the complaint was not able to be verified or confirmed.

Event description:
A user facility reported that a blood leak occurred during patient's hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. No dialyzer damage was visible. Blood test strips were used and tested (B)(6). The machine did alarm. The patient's estimated blood loss was approximately 200cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The complaint device is available for evaluation by the manufacturer.